Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: it happened for the second time in one and a half years. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction? Name of surgery? Were any other prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and topical skin adhesive was used. The patient was developed a contact dermatitis. The dermatology doctor had prescribed antebate. The site and date in use is unknown. Further details are not provided. No sample will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Description of event, symptoms, manifestation of reaction? Please see the event description. Name of surgery? Total knee arthroplasty. Were any other prescription medications prescribed? Steroid, betamethasone butyrate propionate. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Normally. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unk. Is the patient hypersensitive to pressure sensitive adhesives? Unk. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Patient demographics: initials / ID, gender, age or date of birth; bmi: unk. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unk. Product code and/or lot of product used? Please see the registered information current patient status. Recovered. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Not obtained. This case was reported as his past experience so long time ago. So the sales reps tried but couldn't got much information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.